Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed with an e437 (s/w failure) 13 error code. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device battery was leaking.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.